Event description:
A doctor's office alleged that the cement was setting up too quickly for three (3) patients before it could be fully seated. This is the first of three (3) reports.

Manufacturer narrative:
The doctor removed the crown and sent it to the lab for removal of the maxcem elite on the internal portions. Multiple attempts were made to contact the doctor to gather more information for this complaint; however, the doctor has remained unresponsive. The product was not returned. The lot number 4712887 has been identified as an affected lot which is part of an ongoing maxcem elite recall.